Event description:
A voluntary MDR/medwatch report was received on 04/10/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reported that their cgm device provided a falsely high cgm value (specific value not specified). This incorrect reading caused their insulin pump (brand not specified) to deliver a correction bolus at 1:00 am. The patient woke up around 4:00 am and went downstairs, but subsequently experienced a seizure. This led to the patient falling nine feet down the stairs, resulting in a broken neck and a fractured sternum. There was no documentation regarding the treatment or medication the patient received, nor was there any record of medical intervention. Additionally, no information was provided on the patient's current status or whether they sustained any permanent impairment from their injuries. The report submitted to dexcom lacked identifying patient information, preventing dexcom from making any attempts to reach out to the patient for event clarification. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5168421. Diabetes mellitus is a known cause of hypoglycemia and seizure.